Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to strep viridians bacteremia. In addition, the right atrial (ra) lead was found to have multiple vegetations. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full a analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead, implanted: 2005 (B)(6). (B)(4).